Event description:
The physician observed that the yellow tip of the preface sheath and separated inside the patient after removal of the sheath. The tip was first in the left ventricle and later moved to the femoral artery. It is unk if a new procedure will be scheduled to recover the tip. The preface sheath was used with an ibi afocus catheter. It was reported that the patient status is good.

Manufacturer narrative:
IFU states under precautions: do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the peocedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer." The ibi afocus catheter is not a biosense product.